Event description:
A 3.0mm ti cannulated screw (402,xxx,lot# unknown) implanted for a bunionectomy in 2001, broke post-operative and was left in the patient. Patient did not heal and doctor prescribed bone growth stimulator. Broken screw was removed in 2002 during revision to stainless steel pins.